Event description:
The bipap a series ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed visible foam particles. The device was processed as scrap. The device will be included in fsca 2021-05-a.